Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received indicating that during a pre-use check, leaking at the connection part of the tubing was noticed on a smiths medical cadd medication cassette. No adverse patient effects were reported.

Manufacturer narrative:
A photograph of a cassette was received, showing tube was cut where fluid can leak. One reservoir cassette was also returned for evaluation. Device underwent functional testing by using a syringe to infuse water into the ay bag. A leak was detected in the ay bag, specifically located in top corner near pump tube connection. The problem source has been determined to be manufacturing; most probable is that during leak test operation cassette's that failed (leak test), were not properly segregated.